Event description:
It was reported that "during the central access in the subclavicular region, following the procedure and using the arrow set elements, in accordance with their intended use, the dilator at its "sharp" end - with the tunneling of only subcutaneous tissue and not meeting resistance - separated. A "zadizor" traumatic for the tissues was created from the tip material." Additional information received states "the problem started when the dilator went down through the subcutaneous tissues. Then a burr formed on the tip of the dilator." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged home in stable condition".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the central access in the subclavicular region, following the procedure and using the arrow set elements, in accordance with their intended use, the dilator at its "sharp" end - with the tunneling of only subcutaneous tissue and not meeting resistance - separated. A "zadizor" traumatic for the tissues was created from the tip material." Additional information received states "the problem started when the dilator went down through the subcutaneous tissues. Then a burr formed on the tip of the dilator." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged home in stable condition".

Manufacturer narrative:
Qn# (B)(6). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of dilator tip damage in use was able to be confirmed by photo 2, which shows a dilator with biological material on the extrusion and some damage to the tip. However, the customer provided photos were blurry, and a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.